Event description:
In this event it is reported that a waveone gold glider 015-02/25mm blister 3 us broke during use. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Customer not returning. Product not received at investigation site. Lot number listed is incorrect for the sku.